Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use blood was notable in the helium tubing of the cs300 intra-aortic balloon pump (iabp). Axillary iabp concerning for iabp balloon rupture. Iabp was placed in standby. Lines were occluded/clamped. Heparin gtt held. The md was notified with plan to bring emergently to cath lab. Ccu fellow at bedside. Patient alert/oriented without complains or neurological deficits. There was no patient harm or injuries reported.

Manufacturer narrative:
A getinge fse evaluated the unit and observed blood contamination in crm, safety disk, blood detect tubing and purge assembly. Unrelated to the reported event, during service visit the fse damaged speaker accidentally during blood contamination evaluation. The fse replaced the blood contaminated parts and the speaker. The fse performed all functional and safety tests per factory specifications. The unit passed all tests performed and was returned to the customer.